Event description:
The laser system has the following problem: "after 10 minutes the diagnostic shows 14 w power output when it was set at 60 w."

Manufacturer narrative:
We are waiting for additional information from the distributor.